Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 5-4 amplatzer piccolo occluder was selected for implant in a 6.5 kg patient with a large pda. The device was successfully implanted and the patient was sent to recover. The following day, an echo revealed that the device had embolized to the pulmonary artery due to high systolic aortic pressure. The patient was taken back to the catheter lab to retrieve the device with a snare. The patient underwent surgical ligation and is reported to be stable and discharged.

Manufacturer narrative:
An event of embolization "due to high systolic aortic pressure" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 5-4 amplatzer piccolo occluder was selected for implant in a (B)(6) kg patient with a large pda. The device was successfully implanted and the patient was sent to recover. The following day, an echo revealed that the device had embolized to the pulmonary artery due to high systolic aortic pressure. The patient was taken back to the catheter lab to retrieve the device with a snare. The patient underwent surgical ligation and is reported to be stable and discharged.